Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the right atrial (ra) lead was dislodged. The physician elected to explant and replace the lead. The patient had no consequences throughout the procedure.

Event description:
It was reported that the right atrial (ra) lead was dislodged and exhibited failure to capture. The physician elected to explant and replace the lead. The patient had no consequences throughout the procedure.